Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 5 needles should be included in one package according to the specification, but there were only 4 needles in the package. Since the needle count did not match, they searched for the needle by x-ray, and the surgical time was extended by less than 30 minutes. The procedure was completed with another device. The status of the patient was reported as no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The sample was received opened, four needle/sutures were received parked into a foam. Since the retainer was received opened there¿s no objective evidence to confirm the quantity released. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 5 needles should be included in one package according to the specification, but there were only 4 needles in the package. Since the needle count did not match, they searched for the needle by x-ray, and the surgical time was extended by less than 30 minutes. The procedure was completed with another device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.